Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. The reporter provided an illustration of the heart with this patient unique anatomy. As mention in the description, ¿the patient has an aortic conduit that replaced his original aortic valve and ascending aorta.¿ the illustration demonstrates location of conduit and implanted sapien 3 (s3) valve. A short video clip with cine provided by the reporter shows the second s3 valve implanted inside a s3 valve which had previously been implanted in the conduit and blood flow in the descending aorta. Based on the received cine, blood can be seen flowing towards the s3 valve in the conduit and then the descending aorta. The blood stops at the outflow side of the s3 valve, then leaks through the what appears to be the center of the valve. No images were provided related to the performance of the first valve prior to valve-in-valve procedure. The device history records (DHR) review did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review did not reveal any other additional complaint related to the complaint code for the related work order. Note that lot numbers for valve complaints reference the valve serial number only. Therefore, this review was performed by taking the valve serial numbers from the related work orders and verifying that there has been no other complaint associated with each serial number. A review of complaint history for sapien 3 (all sizes) from november 2018 to october 2019 revealed no other returned device complaints for similar complaints. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. A review of complaint history reveals that the occurrence rates did not exceed the october 2019 control limits for the trend category ¿regurgitation¿. Multiple 100% manufacturing mitigation's are in place at edwards lifesciences to ensure all sapien 3 valves meet the valve specification. These manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint events. It should be noted that in this case the thv was deployed in a conduit. The sapien 3 (s3) with the commander delivery system (ds) is currently indicated for native aortic valve replacement and surgical bioprosthetic aortic or mitral valve replacement. The IFU and training manual for a tf procedure in the aortic position were reviewed for relevant guidance for an s3 using a commander ds. No IFU/training deficiencies were identified. The complaint was unable to be confirmed based on lack of imagery of the first implanted sapien 3 prior to the valve-in-valve procedure. A review of the DHR, lot history, complaint history and manufacturing mitigation's did not reveal any indication that a manufacturing non-conformance contributed to the complaint. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors. As stated in the complaint description, ¿the patient had a very complex congenital abnormality repair and the regurgitation was caused by high filling pressures in the lv¿. The elevation of left ventricle end-diastolic pressures (lvedp) resulting from aorta conduit regurgitation can reduce myocardial contractility, which subsequently can affect the blood flow or blood pressure required for the valve (implanted in the secondary conduit) to maintain proper coaptation. A definitive root cause was unable to be determined, but available information suggests that patient factors (pre-existing congenital heart repair conditions/high lv pressure) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no corrective/ preventative actions are required. Since no product non-conformance was confirmed and the occurrence rate did not exceed the applicable complaint trending control limits, a product risk assessment (pra) escalation is not required.

Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), two years post implant of a 23mm sapien 3 valve in the aortic position via transfemoral approach, the patient underwent successful implant of a second 23mm sapien 3. The valve was found to be regurgitant so today another s3 was implanted inside the original. The physician believed the regurgitation to be central insufficiency. He thought the leaflets may not have been fully coapting. The severity was mild-moderate. It is unknown if the valve regurgitation was the cause of symptoms. The physician believed the patient¿s regurgitation was caused by high filling pressures in the lv. This patient has a very complex congenital abnormality repair. The patient has an aortic conduit that replaced his original aortic valve and ascending aorta. Additionally, there is a secondary conduit that attached to the lv apex and then to the descending aorta. The ascending aorta conduit was very regurgitant but too small to repair. The regurgitation was causing an elevated lvedp which affected how well the sapien 3 (in the secondary conduit) would close. Patient status was stable. The new sapien 3 was working well with mild regurgitation.